Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient stopped charging the ipg approximately 3 years ago. The ipg was determined to be inoperable. The ipg was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.